Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer replaced the gas delivery engine and second one worked. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported neonatal tidal volume inspire/ tidal volume expire out of specifications on the avea 2 ventilator. The customer reported there was no patient involvement associated with the reported event.